Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was unknown. The reason for use was also unknown. It was reported that during refills there has been a discrepancy of what is expected to come back from the pump and what actually is coming back, by 3-4 cc. The patient doesn¿t feel like they are getting as good of efficacy. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics consists of a dye study planned for (B)(6) 2018. A plan for actions/interventions will be made after the dye study. The issue was not resolved at the time of the report. The hcp has no further information for the manufacturer. The patient weight was unknown and will not be made available. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-feb-27. It was reported that a dye study was performed on the day of the report. They were unable to draw back from the catheter. The patient will be scheduled for pump and catheter replacement, no date was set yet. A refill was also performed on the day of the report. The patient pump was empty with only 0.6 pulled out. She missed her last refill appointment due to weather. There was no discrepancy this refill. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-feb-21. It was reported that the patient was rescheduled for (B)(6) 2018. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep). The pump indication for use was spinal pain. The pump had an expected residual volume (erv) of 6 ml and an actual residual volume (arv) of 10 ml. Additional information was received on (B)(6) 2018. The cause of the volume discrepancy of an expected residual volume (erv) of 6 ml and an actual residual volume (arv) of 10 ml was not determined. The device was still implanted. Regarding when the volume discrepancy occurred it was noted as not applicable.